Event description:
Reporter indicated that patient's generator would not interrogate. The same programming system was reportedly used on a different patient without incident. Standard troubleshooting attempts did not resolve the communication problem. The patient's generator was reset, but the generator would still not interrogate. Treating neurologist indicated that he would attempt interrogation at a later date using his laptop programming system instead of the handheld programming system. Eleven days prior to this visit, it was reported that while the patient was visiting their speech therapist, a "buzzing" noise that lasted for about a minute or two was noted to be coming from the patient and was believed to be the vns device. No adverse event was reported in conjunction with the "buzzing" noise. In an effort to see if the buzzing noise was related to device stimulation, the patient's family member was instructed to place the magnet over the device to temporarily discontinue stimulation if they heard the buzzing noise after leaving the speech therapist's office. The patient's family member reportedly did not hear the noise and did not place the magnet over the device. Further follow-up revealed that generator interrogation was successfully performed and the patient's device was reprogrammed to previously prescribed settings with plans to see them again for follow-up in one week.